Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 14 nov 2012. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The archive data was unable to be downloaded and a review was not performed. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the platform was examined and found physical damage. After replacement of the processor board and the damaged part, the device was further tested to full specification and passed all final testing specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message upon power up during shift check. No known impact or patient consequence was reported. No further information was provided.